Event description:
It was reported that the doctor was using a cannulated screw to fix a posterior malleolus fragment. He used a 1.4 threaded guide wire, then drilled over it with a 2.7 cannulated drill. The doctor started inserting the 4.0x50 fully threaded cannulated screw (ti) hand. As the screw was going in, with little resistance, the screw head broke off. The doctor determined the position of the screw that remained was adequate in fixing the fragment. So it was not removed.

Manufacturer narrative:
Head of screw broke off and fell onto the floor and could not be found. Rest of the screw remains implanted. If add'l info is rec'd it will be reported on a supplemental report. Add'l device: (B)(4) threaded guide wire asnis iii 1.4x150mm lot unk, (B)(4) cannulated drill asnis iii 2.7mm ao fitting lot unk.